Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter not attached to the connector was confirmed but the cause remains unknown. The product returned for evaluation was one 4fr single-lumen clearvue groshong. Usage residue was observed throughout the sample. The sample was not returned with its two-piece connector. Microscopic examination of the proximal end of the catheter revealed striations indicative of a cut. Tactile evaluation of the sample revealed tensile weakness throughout the sample, which appeared more significant near the proximal end. Given the tensile weakness with a cut proximal end of the catheter, it is likely the catheter was not properly assembled to the two-piece connector. However, without receipt of the two-piece connector used with this device, the root cause of this event could not be conclusively determined. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl0433 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that on (B)(6) 2015 the catheter groshong 4fr was supposedly inserted in an patient in the oncology unit. It was said that, on (B)(6) 2015, at around 6h am the nurse technician when tried to flush the catheter with saline supposedly, observed that the body of the catheter was allegedly, not in its insertion location. Allegedly, it was noted only the presence of the repair fixed to the statlock with the transparent film dressing. Allegedly, it was requested the presence of the nurse of the unit that said to have, observed the same fact, who call the other nurses of the PICC group. Supposedly, this event was observed by two nurses of the same group, in that one of them, supposedly, was who inserted the catheter. It was said, the dressing was removed and discarded. It was said that, the patient's physician was notified, an x-ray of emergency was reportedly, conducted and the vascular physician on duty was called. It was said, the patient was directed to the hemodynamic sector, along with the nurse coordinator of the PICC group, reportedly, where the catheter was totally removed. Supposedly, the hospital will not provide additional information regarding insertion site, x-ray. It was said that, the catheter was flushed with saline before use. Supposedly, it is performed flushing each 6h by turbulence with 10 ml syringe poliflush brand xx. It was said that, the hospital does not gave the information if resistance was observed during flushing. Supposedly, the nurse reported the he heard the click when assembling the device.